Event description:
It was reported that pump battery would not charge and customer received low power alerts. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper use of charging equipment and working wall outlet, and pump started charging again while customer was on phone with technical support.